Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va0qdw5, implanted: (B)(6) 2015, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient had their ins replaced, the patient's device had died 2 years before it was supposed to, the ins was at 5%. Patient stated they had the device for 3 years and it should have lasted 5. Patient added that they had underwent 5 revisions because they weren't an ideal candidate. They stated they were 24 and an athletic individual. Patient stated they had pain. Caller was redirected to their healthcare provider to follow-up on appointment with manufacturer representative to have their new ins calibrated. No further complications were reported or anticipated.